Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and replaced the keyboard printed circuit board (pcb). The fse performed all calibrations and the device operated within the manufacturing specifications.

Event description:
It was reported that due to water damage on the keyboard, the patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.